Event description:
A female underwent aaa repair in 2009. The patient received a zenith main body, two zenith iliac legs and the procedure was completed without reported incident. Three months later, the patient underwent a secondary procedure. A CT scan revealed a proximal type I endoleak due to low landing of the zenith main body during the initial procedure. A zenith renu resolved the endoleak.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to this failure mode, the IFU states that inaccurate placement of the graft may result in an increased risk of an endoleak occurring. Correspondence with the sales representative indicated the main body in the initial procedure was placed lower than desired. For this reason, the failure mode assigned to this case is "physician deploys a aaa graft inaccurately". A definitive cause for the inaccurate deployment is unknown at this time. We will continue to monitor for similar incidents.